Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic endometriosis resection procedure, the tip of the device was broken off. Another device was used to complete the procedure. There were no adverse consequences for the patient.